Manufacturer narrative:
A boston scientific technical services consultant discussed options including increasing the rate cut off for the patient, medications and onset stability. The caller stated that he plan was to medicate and increase the rate cut off. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that it was noted that this patient had two separate incidents in which he received six shocks. Therapy was exhausted in both episodes. It was noted that the patient was having a personal issue when the shocks were received. The rhythm appears to be an supraventricular tachycardia (svt) or sinus tachycardia (st).